Event description:
Legal papers allege the patient was revised to address acetabular loosening resulting in metallic debris and severe pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.